Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes there was insufficient fill in the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). Investigation summary: bd received 100 samples and 1 photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.